Event description:
It was reported the patient had some syncopal episodes. The rv lead impedance was 237 ohms bipolar and 291 ohms unipolar. Oversensing occured causing inappropriate mode switching as well as inhibition leading to syncope. Loss of capture was also reported. Inner insulation degradation was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.